Event description:
It was reported that the device was found to have a tidal volume rebound problem. No patient involvement was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem is manufacturing. No previous service history was found. Manufacturing DHR not required, complaint originated due to the following device trend report tnd-00128 to ensure the information is captured.